Event description:
It was reported that while this device was being used for an angioplasty procedure it was removed from the pt with minimal resistance, but the balloon was missing. A snare was used to successfully retreive the balloon. The device is being returned for analysis. The lesion being treated was reported to be calcified.